Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the recline will not work and a crossbar on the back of the chair is broken.